Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door on the tower had been sticking and required maintenance. The field service engineer (fse) noted that the tower door 4 had failed repeatedly. Grease had already been applied at some point. Fse replaced the latches with new-style latches and tested all doors in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es tower door on the tower had been sticking and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.